Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis, therefore the investigation was limited. No DHR review could be carried out as lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time

Event description:
It was reported that the bd autoshield¿ duo safety pen needle's non-patient end remained in the "apidra" pen after use, and the next nurse using the pen received a needle stick injury from it. The following information was provided by the initial reporter, translated from japanese to english: "the needle npe remained in the pen and the 1st year nurse got needle stick injury. A nurse who used the pen before the issue may connected the pen needle slanting. The pen was apidra. The issue occurred in the evening."